Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Patient information cannot be provided, due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer had been spammed with verification codes. No other details were provided. Troubleshooting could not be performed. No harm requiring medical intervention was reported. The customer will continue the use of the carelink personal, and will not be returned for analysis.

Manufacturer narrative:
User reported receiving multiple account multi-factor authorization emails. "Complaint summary: user reported receiving multiple account multi-factor authorization emails. Investigation/testing summary: did not attempt to reproduce issue as specific circumstances were not able to be replicated. The carelink support team, along with the test team, investigated the email server logs with the help of the collab tech-global team. The investigation confirmed that numerous emails had been consistently sent to the user. However, it was also confirmed that these emails had abruptly stopped being sent to the user but the issue was resolved without any alterations made within the carelink system. It is highly probable that the issue originated within the it mail servers, as it was external to the carelink platform. The helpline verified that the user had experienced a cessation of email receipt while maintaining uninterrupted access to their account. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00099180. (Most likely) root cause: most likely due to some mail server issue, likely a small outage causing same account block email to be sent endlessly. Analysis summary: issue likely due to it mail server issue, outside of carelink. Suddenly resolved and could not be induced or replicated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This case is not reportable as the event is not in-scope of cybersecurity assessment per (B)(4), as reasonably known information does indicate a cybersecurity signal for the event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.